Event description:
During a recent incident involving female patient who was down and unresponsive when this crew arrived, this defibrillator prompted 'disconnect charger" and then "check battery". An ems crew arrived and took over care. The patient was not revived and was pronounced dead on arrival at a hospital.